Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove the perfix plug". The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number 0112980, lot number huyh0144 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and remove the perfix plug. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove the perfix plug". The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 4 months post implant of perfix plug, patient was diagnosed with mesh migration thereby underwent repair with removal of mesh. Per op notes "piece of mesh plug that was upside down, this was well out of the way of the hernia triangle." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number 0112980, lot number huyh0144 was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and remove the perfix plug. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with symptomatic right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿hernia sac was dissected free of the spermatic cord and reduced into the internal ring. Extra-large perfix plug (device #1) was placed into the internal ring and mesh overlay was secured to the floor of the inguinal canal using suture in an interrupted fashion at the pubic tubercle along the conjoined tendon superiorly along the shelving edge of the inguinal ligament inferiorly.¿ (B)(6) 2016 - patient was diagnosed with soft tissue mass of the right lower quadrant and migrated mesh plug thereby underwent repair with removal of perfix plug (device #1). Per operative notes, ¿a piece of mesh plug that was upside down, this was well out of the way of the hernia triangle. At this point, carefully dissected this, freed the structures and removed the mesh completely.¿ (B)(6) 2017 to (B)(6) 2017 - during visits patient was diagnosed with recurrent right inguinal hernia and pain. (B)(6) 2019 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #2). Per operative notes, ¿the ilioinguinal nerve and spermatic cord were bluntly dissected off the posterior inguinal canal floor where direct hernia sac was noted. A small lipoma was removed. A piece of bard flat mesh (device #2) was placed into the floor of the canal and anchored to the shelving portion of poupart¿s ligament laterally and to the transversus abdominis aponeurosis medially. This mesh was fashioned laterally to accommodate the cord as it exited out of the internal ring.¿ attorney alleges that the patient had mesh migration, pain and hernia recurrence. It was also alleged that at the time of the exploration of the right lower quadrant, a piece of mesh plug was found to be upside down.